Manufacturer narrative:
Concomitant medical product: model: 5076-52, lead; implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead trigger an audible lead integrity alert (lia) due to high rate non-sustained episodes and elevated sensing integrity counter (sic). Non-physiologic oversensing/ noise was noted during the high rate non-sustained episodes. A fracture of the rv lead was confirmed. The rv lead was programmed off. A lead replacement procedure is planned; however, the lead remains in use until the procedure occurs. No patient complications have been reported as a result of this event.